Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a check atrial lead alert and a atrial tachycardia response detected for greater than forty eight hours alert were detected. Efforts to obtain additional event information were unsuccessful. No adverse patient effects were reported.